Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. It was reported that the patient recovered from the peritonitis but during the follow up, the patient reported that they were still in the hospital. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.